Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2017 that on (B)(4)/2017, the receiver had no vibration.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver log was downloaded and reviewed, finding no data within the investigation window. The reported event of no vibration could not be determined. A probable cause could not be determined.